Event description:
It was reported that bd nexiva tubing separated from adapter. The following information was provided by the initial reporter: inserting IV, tubing disconnected from IV head, blood everywhere as this caused the circuit not to be closed. Event date: 6/18/2025 was there injury? No - reached the individual but did not cause harm.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 4242259. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was received along with a photograph for investigation. A gross visual inspection confirmed that the device showed signs of use, and the extension tubing was separated from the wing adapter. No other physical damage was observed. Upon further inspection, adhesive was found near the joint of the adapter but appeared to be applied only on one side and externally. No adhesive was present on the separated extension tubing. This incomplete adhesive coverage is likely the cause of the tubing separation. This condition may occur during manufacturing if adhesive is dispensed incorrectly due to machine misalignment. The defect was confirmed, and the root cause was determined to be manufacturing-related. The appropriate manufacturing personnel have been notified of this finding.

Event description:
No new information.